Manufacturer narrative:
The user experienced severe hypoglycemia resulting in convulsions and hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, factory reset events, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Review of available reports identified elevated glucose values preceding the event with multiple correction doses delivered prior to the reported hypoglycemia. No evidence of device malfunction was identified during investigation. Based on available information, the exact cause of the event could not be conclusively established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 12-may-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 24 mg/dl, resulting in convulsions and hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was treated with oral glucose and IV dextrose and discharged on (B)(6) 2026. No long-term health effects were reported.